Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fluid ingress bezel for flow blocked error. Replaced fluid ingress ail sensor, cracked door latch assembly sear, fluid ingress membrane frame, corroded left/right iui and corroded rear case. The probable root cause of the reported issue was due to flow blocked error of the lvp mech assembly. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 25oct2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had a flows blocked error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information : h7, h9 , imdrf annex a and g codes are updated.

Event description:
It was reported by the customer that the device had a flows blocked error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device displayed an error message that flow was blocked. There was no additional information provided and no patient involvement.